Manufacturer narrative:
The handpiece is being sent back and evaluated. Inner part of push button has a groove worn into it from rubbing on chuck release while running and heating up quickly. This indicates an error of application. The friction causes the handpiece to heat up quickly. Additional there was identified a high power consumption and poor water spray. The instrument needs an overhaul. The issue does not pose a unknown risk. It is already content of the current risk analysis. The IFU therefore contains already several warnings and notes how to use the product correctly. It clearly points out that the instrument never used to keep the cheek, tongue or lip at a distance. This is the reason why the push button was pressed while instrument was running. Issue would be avoidable if user would follow the IFU. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: 2.2 improper use: because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. Check the technical condition before each use. Also refer to: 2.3 technical condition, page 21: never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. Do not use the medical device as a light probe. 2.3 technical condition: a damaged product or damaged or not kavo original components could injure patients, users or third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage (e.g., from dropping), irregular running noise, excessive vibration, overheating. Cuts, infection and burn injury. Never push the press-button while the dental bur is rotating. Do not touch the dental bur while it is rotating. Never touch soft tissue with the handpiece head or instrument cover. Remove the dental bur from the handpiece after treatment to avoid injury and infection during storage. Overheating of the device. Burns or product damage from overheating. If the device overheats, stop working and have the service personnel repair the device.

Event description:
During a routine dental procedure (dental rehabilitation) the handpiece heats up and caused a burn on patient buccal mucosa. Superficial burn with slight tissue loss. There was no ointment or medication necessary. Follow up offered but denied from patient.